Manufacturer narrative:
E1: patient city: (B)(6). Patient country: slovakia. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in slovakia. It was reported that patient faced issue with the infusion set on (B)(6) 2026. The adhesive patch was not sticking at the insertion site. No further information available.